Event description:
The physician intended to treat a lesion in the mid lad with approximately 90% stenosis. The device was removed from packaging as per IFU and inspected with no issues noted. (B)(4) prep was also performed with no issues noted. The lesion was pre-dilated using a non-medtronic balloon. It was reported that the resolute integrity stent deformed in vivo during positioning. The physician decided not to treat this lesion. No patient injury reported. Device evaluation: the device was returned for analysis. The distal section of the stent was deformed. The remainder of the stent had no evidence of damage. Cine image review: the procedural images provided by the account do not capture the coronary vasculature or the attempted positioning of the stent at the lesion site.

Manufacturer narrative:
Evaluation codes, results/conclusions: target lesion exhibited 90% stenosis. Stent deformed. Stent deformation. (B)(4).